Manufacturer narrative:
Corrected data - the patient¿s weight was documented as (B)(6)kg instead of (B)(6)kg. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown protection sleeve. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this aiming device is not punctual the holes lead into wrong direction. It was reported that it was used as it is written in the flyer, so they were using protection sleeve, yes they operated a nail in, different sizes were tried to match, and it was not punctual at any time. A 9mm 315 mm nail was used. It was stated that a 10-15 minutes delay occurred in surgery. This report is for an unknown protection sleeve. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 5 for (B)(4)